Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported intermittent occlusion alarms occurred. Additionally, it was reported that the customer experienced ongoing elevated blood glucose (bg) levels. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Correction boluses via the pump were delivered to address bg. Reportedly, the pump supplies were changed to address the issue. Additionally, customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer continued to use the pump for insulin therapy.